Event description:
It was reported by the customer's wife that the customer had low blood glucose levels two nights in a row. Customer went to the hospital for a urinary tract infection and therapy. Customer is now home and the hospital did not want the customer on the pump during his stay there. Customer's wife stated that the alarm was beeping due to empty reservoir. Customer is currently off the pump. Customer was taking novalog and could not rewind the pump. Customer's wife stated that the most recent set change was on (B)(6) 2014. Customer was disconnected during the rewind/prime sequence. When customer got low blood glucose levels, the nurse advised him to take the pump on the second and go on lantis. Customer's wife was advised to monitor the pump and call back if issues persist. Customer's wife stated that the pump was suspended and was assisted by the helpline representative. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.